Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. Bg was addressed with insulin pens. Ketones were high and water was consumed to address ketones. Initially, customer¿s father alleged that pump was not performing as intended but pump data was reviewed by tandem technical support and no issues were identified. Father confirmed that son is on the lean side and uses a 9mm cannula infusion set. Tandem technical support explained that this could be a contributing factor since longer cannulas could hit muscle. Customer reverted to manual injections for alternate insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management and alternate infusion sets.